Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Concomitant medical products: guide wire: runthrough, guide cath: hyperion. The traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported physical resistance and material rupture appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat an eccentric lesion in the proximal left circumflex artery with mild tortuosity, heavy calcification and 90% stenosis. A 3x12mm traveler rx balloon dilatation catheter (bdc) sheath was removed without resistance. The traveler was soaked in saline prior to use and the device was prepped outside the anatomy prior to use. The traveler was advanced toward the target lesion and resistance was noted with the patient anatomy. During the first inflation to 4 atmospheres (atm) the balloon ruptured after 10 seconds. The traveler was removed and replaced with an unspecified balloon catheter to continue the procedure. The procedure was complete after an unspecified stent was implanted. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.